Event description:
Report received from the USA stating the device "will not attach to the motor." The facility tried multiple motors with the same results. The event was not related to surgery. There were no injuries reported. The reporter was unaware if the event occurred prior to or after surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluation and passed all manufacturing specifications. If additional information, is received, a supplemental report will be sent. Ref: (B)(4).